Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 312 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer was advised to reconnect tubing at quick release and prime 5 unit fixed prime/fill cannula and the insulin did exit. The alarm was explained to customer that site may have been occluded. The customer was advised to change entire infusion set and return set for analysis. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
The correct device information has been provided in this report.

Event description:
During troubleshooting the customer reported he had experinced a high blood gluocse of 500 mg/dl. He treated with a manual injections.